Event description:
As reported, an unspecified gunther tulip inferior vena cava filter, placed in 2006, was found to be fractured in multiple locations. Per the reporter, all pieces were retained locally. The filter was removed with forceps; however, several extravascular fragments remain in the patient. Per the reporter, additional information will not be provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4: possible model and rpns: g33016 igtcfs-65-fem; g33017 igtcfs-65-jug; or g21360 igtcfs-65-uni. G4: PMA/510(k) number = k043509 or k072240. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, an unspecified gunther tulip inferior vena cava filter, placed in 2006, was found to be fractured in multiple locations. Per the reporter, all pieces were retained locally. The filter was removed with forceps; however, several extravascular fragments remain in the patient. Per the reporter, additional information will not be provided. Corrected information: h6 (annex a). Investigation evaluation: reviews of the current instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. There is no evidence to suggest that the user did not follow the instructions for use and/or the label. The current IFU states ¿filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported.¿ potential adverse events that may occur include, but are not limited to, filter fracture, filter or filter fragment embolization, and trauma to adjacent structures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. The information provided upon review of the current IFU suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a definitive cause for the event cannot be established. Possible causes include repetitive motion on a filter leg in an unusual/stressed position and excessive force or manipulation near an implanted filter. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.